Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
PMA/510k: similar product to 190-000.. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay on a denka ex swab 002 sample on (B)(6) 2022. The patient initially tested positive with the ID now covid-19 assay on (B)(6) 2022. Repeat ID now covid-19 assay testing was performed the same day which generated negative results. Confirmation pcr testing was performed which generated a positive result. (Platform and CT values unknown). The customer indicated that there was no delay or patient impact as a result of the false negative result. No additional information was reported.